Event description:
I had essure implanted in (B)(6) 2012 and had a nickle allergy before hand no one told me nickle was in the implants, I had an allergic reaction causing cysts. I would randomly pass out. Always nauseous, and dizzy. Abdominal pain, and a hysterectomy at the age of (B)(6) because of essure.